Event description:
It was reported that during an intramedullary femoral nail procedure, the jig reportedly mistargeted while inserting the reconstructive screws into the antegrade nail. Surgeon completed the procedure free-hand. There was a thirty-five (35) minute delay in surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.